Manufacturer narrative:
A review of the device history record for strattice lot s10750 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 16/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a incarcerated incisional hernia surgery and was implanted with a strattice device lot #s10750-133 and ref. #(B)(4) on (B)(6) 2010. On (B)(6) 2016, patient underwent repair of multiple incarcerated ventral incisional hernia with explantation of old mesh x 2, debridement of abdominal wall, umbilectomy, open cholecystectomy, creation of right & left posterior rectus sheath myofascial advancement flaps, creation of right & left posterior rectus sheath myofascial advancement flaps, right & left transverses abdominis release myofascial advancement flaps, right & left transversus abdominis release myofascial advancement flaps, right & left epigastric perforator sparing skin flaps x 2 & right & left vascularized peritoneal flaps. The form lists the condition that was treated was: open ventral hernia repair, strattice implant on (B)(6) 2010. Abdominal pain, ventral hernia repair, follow-up between 2010 - 2011. Mesh seen along anterior abdominal wall, two ventral hernias originating from left lateral edge of mesh material, one contains fat &transverse colonic loops & second hernia only fat, no evidence of hernia strangulation or bowel obstruction on (B)(6) 2016. Repair of multiple incarcerated ventral incisional hernia with 30 x 30 cm soft mesh x 2, explantation of old mesh x 2, debridement of abdominal wall, umbilectomy, open cholecystectomy, creation of right and left posterior rectus sheath myofascial advancement flaps, creation of right and left transversus abdominis release myofascial advancement flaps, creation of right and left epigastric perforator sparing skin flaps x2 and creation of right and left vascularized peritoneal flaps, bard mesh implant x 2 between (B)(6) 2016. Ventral hernia without obstruction or gangrene, CT - sequela of prior ventral hernia repair with large recurrent ventral hernia containing predominantly fat & portion of transverse colon, no findings suggestive of strangulation or bowel obstruction on (B)(6) 2021. CT - recurrent ventral hernia, surgical intervention not recommended on (B)(6) 2021. Recurrent ventral hernia repair & follow-up between (B)(6) 2016 - 2017. Physical therapy post surgery from 2016 - 2017. Ventral hernia repair, abdominal wall reconstruction, component muscle separation, open cholecystectomy, follow-up, consult regarding recurrent hernia from 2016 - present. The ppf form also indicates that the patient was implanted with a non-abbvie device, gore-tex, lot #unknown in 2001 and bard soft mesh lot # huau1707 with bard soft mesh lot #huav0166 soft pro on (B)(6) 2016. The form indicates that the device was removed/revised on (B)(6) 2010 open ventral hernia repair; (B)(6) 2016 repair of multiple incarcerated ventral incisional hernia with explantation of old mesh x 2, debridement of abdominal wall, umbilectomy, open cholecystectomy, creation of right & left posterior rectus sheath myofascial advancement flaps, right & left transversus abdominis release myofascial advancement flaps, right & left epigastric perforator sparing skin flaps x 2 & right & left vascularized peritoneal flaps. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.